Event description:
The customer alleged they received questionable c-reactive protein gen.3 (crp) and total protein results on their c501 analyzer. The customer provided data for two patients with discrepant crp results that were reported outside the laboratory. The first patient's initial crp result was 0.0 mg/l. The initial result was released automatically and reported as <0.3 mg/l. The result was queried by the ward and repeated on (B)(6) 2013 with a result of 105.9 mg/l. The customer stated there was nothing visually wrong with the sample and the rest of the tests run on the sample produced correct results. On (B)(6) 2013, the second patient, a male born on (B)(6) 1935, had an initial crp result of 0.0 mg/l. The initial result was released automatically and reported as <0.3 mg/l. The result was queried by the ward and the repeat result was 245.4 mg/l. The patients were not adversely affected by this event. The crp reagent lot number and expiration date were not provided. A root cause could not be determined with the information provided. The reaction monitors were not available for investigation. The quality control results were within the specified ranges. It was noted the customer was not using the recommended rack adaptors.

Manufacturer narrative:
This event occured in the (B)(6).